Event description:
The physician reported that advancement of the stent delivery catheter was difficult due to an acute angulation of the aortic bifurcation. The guide wire was exchanged for a stiffer guide wire which facilitated crossing the bifurcation with the stent delivery catheter. The stent was deployed in the mid popliteal with no issues and the stent delivery catheter was removed. When the physician initiated exchange of the guide wire, he noted that the nose cone from the stent delivery sys had detached and was on the flex-t guide wire. Attempts were made to pull the guide wire and snare the nose cone into the sheath. Upon reaching the sheath, there was a prolapse of the snare which contributed to a dissection of the right common femoral artery and embolization of the nose cone in the distal tibial peroneal trunk. Various snares were used and the nose cone was eventually retrieved and removed. The dissection was successfully repaired with a stent. The stents were post-dilated with good angiographic results in the popliteal and the sfa.

Manufacturer narrative:
Device eval results: upon examination of the stent delivery catheter, the thumb slide was not in the most proximal position or locked as instructed (by the IFU) during the removal of the stent delivery sys which indicates the IFU was not followed. Finished devices from the same tip lot were opened and evaluated for overmold failure force and the type of failure. The tips were tested and the force failure was (B)(4). A review of the device history records did not indicate any issues during device manufacture. The physician likely did not follow the IFU steps to retract the thumb slide and lock it in place to secure the nose cone to the stent delivery sys prior to removing the catheter through the introducer. By not following the IFU, the proximal end of the nose cone likely snagged on the distal edge of the introducer and was dislodged from the delivery system's lumen. When the tip is closed by retracting the thumb slide and locking it, the proximal edge of the tip would have been inside the outer sheath and would not catch on the introducer. A CAPA investigation for this event type is currently in process.